Event description:
It was reported that the reelx was loaded with four #2 suture ends and driven directly into the soft bone. A rotation of the black knob was performed, the rotation could be performed with little resistance, a sudden cancellation of the resistance was not felt. The inserter was released. During arthroscopic examination of the anchor, the surgeon noticed that it was coming out of the bone again. The anchor was pulled out again with grasping forceps, one half of the anchor had flaked off. The chipped part could not be found. In order to remove the anchor from the joint, the sutures were cut and the anchor body removed. The operation was continued with a different anchor system and the refixation was renewed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor fragmented. Probable root cause: design: insufficient material strengh. Anchor assembly design not strong enough to withstand impaction. Anchor geometry too blunt for effective bone penetration. Application hard bone. Excessive force. Incorrect angle of attack (too steep/shallow). No pilot hole prepared in the event of hard bone. Incorrect instrumentation used to prepare pilot hole. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the reelx was loaded with four #2 suture ends and driven directly into the soft bone. A rotation of the black knob was performed, the rotation could be performed with little resistance, a sudden cancellation of the resistance was not felt. The inserter was released. During arthroscopic examination of the anchor, the surgeon noticed that it was coming out of the bone again. The anchor was pulled out again with grasping forceps, one half of the anchor had flaked off. The chipped part could not be found. In order to remove the anchor from the joint, the sutures were cut and the anchor body removed. The operation was continued with a different anchor system and the refixation was renewed.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: reelx was loaded with four #2 suture ends and driven directly into the soft bone. A rotation of the black knob was performed, the rotation could be performed with little resistance, a sudden cancellation of the resistance was not felt. The inserter was released. During arthroscopic examination of the anchor, the surgeon noticed that it was coming out of the bone again. The anchor was pulled out again with grasping forceps, one half of the anchor had flaked off. The chipped part could not be found. In order to remove the anchor from the joint, the sutures were cut and the anchor body removed. The operation was continued with a different anchor system and the refixation was renewed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) hard bone, 3) incorrect angle of attack (too steep/shallow), 4) no pilot hole prepared in the event of hard bone, 5) incorrect instrumentation used to prepare pilot hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the reelx was loaded with four #2 suture ends and driven directly into the soft bone. A rotation of the black knob was performed, the rotation could be performed with little resistance, a sudden cancellation of the resistance was not felt. The inserter was released. During arthroscopic examination of the anchor, the surgeon noticed that it was coming out of the bone again. The anchor was pulled out again with grasping forceps, one half of the anchor had flaked off. The chipped part could not be found. In order to remove the anchor from the joint, the sutures were cut and the anchor body removed. The operation was continued with a different anchor system and the refixation was renewed.